Event description:
It was reported when using the pyxis medstation es system, the drawer experienced a malfunction due to a faulty rail. The customer reported that the issue arose when the user attempted to administer medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that both slides were damaged. The field service engineer successfully replaced the slides, conducted tests, and confirmed that drawer is functioning properly. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.